Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the therapy cable had worn out and a replacement was needed. It is unknown whether the device was in use or not when the alleged failure was discovered. No patient or user harm has been reported.

Manufacturer narrative:
Updated, the cable it is worn. Customer ordered 5 pcs 989803106981, heartstart hands-free cable spare parts for sn: (B)(6). 5 pcs 989803106981, heartstart hands-free cable were shipped to customer on 10th november 2023. H3 other text : remote service provided / customer ordered replacement part.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the therapy cable had worn out and a replacement was needed. It is unknown whether the device was in use or not when the alleged failure was discovered. No patient or user harm has been reported. Remote support was provided which found the user required replacement therapy cables for their mrx. The rse determined that the required parts were not available for purchase. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Because the device is out of warranty, cannot be repaired, and was not returned for investigation, the cause of the reported problem is unknown and cannot be confirmed. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
H3 other text : device is end of life / end of support.